Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. The patient reported being told the device should last another 2 years.